Manufacturer narrative:
An evaluation of the suspect devices cannot be performed at this time. The set screws have not been removed from the patient nor have the identifying lot numbers been provided. Loaner set (B)(4) was returned by the sales rep on (B)(4) 2013. The 80 in-lbs torque wrench (p/n 92944, lot 5955701-016) contained within the set was tested to ensure it performs as intended. Performance testing/calibration verification confirmed the 80 in-lbs torque wrench continues to deliver the required amount of torque to securely imprison set screws within the mating iliac screw head. The supplied instruction for use (ins-025) provides warning to aid in reducing this type of event. It is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. The zodiac polyaxial spinal fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v) or stainless steel. Implant rods are also available in commercially pure titanium (ti grade 4) and cobalt chrome (cocr). All hooks are intended for fixation/attachment to the posterior thoracic and lumbar spine only. It is intended that the implants be removed after successful fusion.

Event description:
A patient returned for scheduled two week post-op visit on (B)(6) 2013. X-rays taken at the time revealed the set screws had become detached from both iliac screws. There are currently no plans for revision surgery. The zodiac hardware was implanted on (B)(6) 2013.